Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with broken reservoir tube lip. Cracked case at the reservoir tube window corners and cracked reservoir tube window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had crack on and around the reservoir compartment window. The customer's blood glucose was unknown. The customer was declined the troubleshooting. The insulin pump will be returned for analysis.